Event description:
It was reported a mitraclip procedure was performed to treat grade 4 mixed mitral regurgitation (mr) with a prolapsed a2, secondary chordal rupture at a2 and a severely dilated left atrium. The first clip was advanced into the anatomy, however became entangled with chordae and was deployed attached to only one leaflet. A second clip was advanced and when attempting to open the clip, it would not do so. When trying to fix the issue, it was noticed that resistance was felt in the actuator knob. It was decided to remove the clip. The clip became stuck with the guide, and the physician continued to remove the devices as a system which resulted in the clip detaching, remaining attached by the gripper and lock lines. Trying again to remove the devices, the clip was released in the femoral vein. It was determined the clip would be removed surgically. There was no change in mr at the end of the procedure.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and without the device to analyze, the cause of the reported clip open inability and arm positioner resistance were unable to be determined. The reported difficult to remove (cds/sgc) associated with the clip caught on the guide was due to procedural circumstances (user technique of removal). The reported premature activation is a result of troubleshooting the reported difficult to remove (cds/sgc). The reported foreign body in patient and embolism are cascading events of the reported premature activation. The reported surgical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.